Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in bacterial peritonitis. The break in aseptic technique was further described as not wearing a mask. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was given intravenous vancomycin (dose and frequency were not reported) for peritonitis. Two weeks after being hospitalized for peritonitis, the patient recovered from the even and was discharged. The action taken with pd therapy was not reported. No additional information is available.